Manufacturer narrative:
It was stated that the patient was still in the hospital normal ward. Ldh was around 800. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient came to implant center due to high flow and high watt alarm, patient stated to be anxious. Logs files were sent, blood test done regarding hemolysis. Thrombus was suspected, patient was brought to intensive care unit (ICU). Tissue plasminogen activator (tpa) done, patient stated to be stable and parameters are back to baseline. No additional information available.

Manufacturer narrative:
Hw26655 was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of high watt alarm was confirmed via review of the controller log files which revealed 56 high watt alarms and an increase in power consumption starting (B)(6) 2017 to a peak of 3.5 watts on (B)(6) 2017. Parameters returned to normal operating range on (B)(6) 2017. Of note, it was reported that the patient received tpa treatment after which the power and flow went back to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.